Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patients leads had migrated. The patient underwent a revision procedure wherein two leads were added, and the migrated leads were re-anchored and double sutured. The patient was doing well postoperatively.